Event description:
It was reported by the patient's spouse that since implant the patient's device was moving around and wanted to know if "appliances being loose" was normal. Follow up indicated that the patient had not been seen by the physician regarding this issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.